Event description:
On (B)(6) 2009, the plaintiff was implanted with an ams perigee graft. It was alleged that as a result, the plaintiff has, "suffered serious bodily injuries, mental and physical pain and suffering, including, but not limited to, painful intercourse, vaginal scarring and shrinkage, urinary problems, pelvic pain, and removal surgery." It was also alleged that the plaintiff has sustained, "severe and permanent injuries, including pain, suffering," and other damages.

Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a follow-up report will be sent.